Event description:
Airway tube broke. The airway was inserted into the pt's airway without any difficulty, and was well lubricated. At the end of the procedure, as the pt was awakening, the mask was removed uneventfully. Upon removal, it was noted that the mask cracked approx 1 inch from the connector (mask did not completely break apart). A back-up mask was used to complete the procedure, and no pt injury occurred.